Event description:
The customer's mother reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 22 mg/dl, which was treated with candy. The caller also reported that the insulin pump alarmed weak signal. The caller stated that the customer had tried using several sensors to no avail. She stated that the issue had been ongoing for about 3 weeks. The caller later reported that that the sensor reconnected. The customer ran the self-test on the insulin pump while disconnected, and the device passed. The customer was advised that the insulin pump seemed to work as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.